Manufacturer narrative:
(B)(4). A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
A customer contacted global technical services regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain 2 of 4, patient was connected at the time of the alarm. The home patient (hp) had disconnected, he was not sure if it was dwell or drain, and then he stated he reconnected and then the alarm occurred. The technical service representative (tsr) explained the alarm to the hp and that he would need to start over with new supplies. The hp would finish with manual therapy. Proper procedures per the user manual were reviewed with the hp. No injury or medical intervention was reported. Product surveillance contacted the home patient's (hp) nurse regarding the alarm. The nurse stated that she was not aware of this report, however, the hp was seen in the clinic the week before and there was no patient injury or medical intervention. The nurse stated that the hp had been able to continue therapy fine.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) had disconnected, he isn't sure if it was dwell or drain, and then he stated he reconnected and then the alarm occurred. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).